Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/12/2020. Additional h3 investigation summary: it was received for analysis an empty opened foil of product code w9421, lot plbcbdq0. As no needle was returned for evaluation, we are unable to investigate further to the issue of ¿needle broken". The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/30/2020. Corrected information: g1. Additional information: b3. Additional information was requested and the following was obtained: 1. What was the initial procedure? Not available. 2. What is the event day and procedure date? (B)(6) 2020.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/01/2020. Additional information was requested and the following was obtained: 1. Did the broken needle piece fall into the patient? No. 2. Was the procedure completed successfully? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? What is the event day and procedure date? A manufacturing record evaluation was performed for the finished device lot (B)(4), and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. Additional information was requested.